Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2011 and suture was used. The patient went back to the operating room on (B)(6) 2011 for bleeding/hematoma. The surgeon opines this could be because of the suture material.

Manufacturer narrative:
During reoperation, it was observed that the vault was necrotic with sepsis. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2011 and continuous suture with 3-4 knots was used on the vaginal vault. On (B)(6) 2011, the patient had pain and vaginal bleeding. The patient went back to the operating room on (B)(6) 2011 and the vaginal vault was re-sutured using an interrupted technique. The surgeon opines this could be because of the suture material. The patient is doing fine and has a follow up appointment scheduled with the surgeon.